Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The patient is using both the animas vibe system and the dexcom cgm system. The animas vibe system was reported under MFR# 3004753838-2015-03538. The dexcom cgm system was reported under MFR# 3004753838-2015-03814.